Event description:
Device 2 of 2 reference MFR report: 1627487-2013-21378. It was reported the patient developed a new onset of left foot pain after the implant procedure. The physician determined nerve irritation occured during the procedure. The patient was given steroids and will be seen at a later date for a follow-up appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.